Event description:
The customer reported that they received an erroneous result for one patient sample tested for thyrotropin (tsh). A pour off tube aliquot of the sample was initially tested and resulted as 0.047 uiu/ml. The 0.047 uiu/ml value was reported outside of the laboratory. The primary tube was then run on an e170 analyzer, resulting as 87.31 uiu/ml. The pour off tube was also repeated on the e170 analyzer, resulting as 92.40 uiu/ml. The customer stated that they also repeated the primary tube on the e602 analyzer. The customer was asked, but could not provide this repeat value. The customer expected to see results above 30 uiu/ml based on the clinical picture of the patient. The patient was not adversely affected. The tsh reagent lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause. He noted that the there were sample short alarms for some tests upon initial run of the sample. He noticed that there was a red button at the bottom of the sample. He ran performance testing and checked all lld voltages. The analyzer was observed to be performing within specifications. All system checks were successful. The customer ran quality controls and these were ok.

Manufacturer narrative:
A specific root cause could not be determined based on information provided. A general reagent issue could be excluded. The customer has had no other issues since the original call.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Unique identifier (UDI)#: (B)(6).